Manufacturer narrative:
According to ad-tech clinical specialist, the anchor bolts most likely broke or bent after implantation. In this specific case (as stated in the event description), the patient experienced an unremarkable seizure while lying in bed with no falls or hitting of their head. Upon examination, it was found that 2 bolts were broken. A more extensive removal of the broken bolts were needed as the bolts were broken in the head below the skin. It was mentioned that per protocol at mt. (B)(6), all seeg patients are confined to their beds in the ICU after surgery and for the duration of recording. Padding is used around the bed for safety protocol. This investigation is currently still ongoing. Updated 04/26/2017: based on the complaint investigation, there have been 7 similar complaints for anchor bolts breaking between january 1, 2015 and february 20, 2017. No device history record review could be completed as the customer did not provide lot and batch information. No capas or investigations were identified for the alleged deficiency "anchor bolts broke" from the timeframe january 1, 2015 to march 1, 2017. No complaint return analysis could be performed as the product was not returned to ad-tech. It is probable that the anchor bolts broke as a result of the seizure that the patient experienced. Per the risk assessment, the risk level remains alap (as low as possible). All anchor bolt products were evaluated to obtain the mean annual clinical uses. All complaints identified through the historical complaint review were considered during occurrence calculations, since none refuted the reported deficiency. However, only one complaint had a return analysis which supported the alleged deficiency. The occurrence value remains the same and no additional changes are required within ad-tech's user failure modes and effects analysis (ufmea) for anchor bolts. As stated in ad-tech's benefit versus risk documentation, all indicated uses of the device have mitigated risks that are determined to be alap. In view of the complete analysis, the benefits outweigh the risks. No further risk mitigations are available thus no corrective actions will be implemented as part of the complaint. The device malfunction did not cause a death or serious injury nor would it cause a death or serious injury should it recur. The broken bolts were able to be removed without causing injury.

Event description:
Ad-tech was made aware of an issue on 2/10/2017. It was found that a patient had cranial anchor bolts implanted. The patient had unremarkable seizures while lying in bed, with no falls or hitting of their head. Upon examination, it was found that the patient had 2 broken bolts. The patient required more extensive removal of the broken bolts as the bolts were broken in the head below the skin. To date, there have been no reports in regards to negative impact to patient safety.

Manufacturer narrative:
According to ad-tech clinical specialist, the anchor bolts most likely broke or bent after implantation. In this specific case (as stated in the event description), the patient experienced an unremarkable seizure while lying in bed with no falls or hitting of their head. Upon examination, it was found that 2 bolts were broken. A more extensive removal of the broken bolts were needed as the bolts were broken in the head below the skin. It was mentioned that per protocol at mt. Sinai, all seeg patients are confined to their beds in the ICU after surgery and for the duration of recording. Padding is used around the bed for safety protocol. This investigation is currently still ongoing.

Event description:
Ad-tech was made aware of an issue on 2/10/2017. It was found that a patient had cranial anchor bolts implanted. The patient had unremarkable seizures while lying in bed, with no falls or hitting of their head. Upon examination, it was found that the patient had 2 broken bolts. The patient required more extensive removal of the broken bolts as the bolts were broken in the head below the skin. To date, there have been no reports in regards to negative impact to patient safety.